Manufacturer narrative:
(B)(4). Date sent: 11/25/2020. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? The jaw didn't locked on the tissue. The long60a had to close to get through the trocar, after it got through the trocar, it couldn't open. Did the jaws eventually open? Not available.

Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during a lap gastrectomy, after the surgeon closed the anvil to get through the trocar, the anvil wouldn't open again. A new device was used to successfully complete the procedure. Surgery was not delayed and there were no patient consequences.